Event description:
It was reported during a ptca/stent procedure the duet was deployed in theproximal left anterior descending without pre-dilatation, contrary to IFU. The pt left the cath lab and returned two days later, and was experiencing chest pain. Angiography revealed the left anterior descending was occluded with appearent thrombus. The stented area was dilated and the mid left anterior descending was also dilated. An intra-aortic balloon pump was inserted and the pt was sent to the cardiac care unit in stable condition. The pt returned to the cath lab six days later, an intra-aortic balloon pump was inserted and the stented area was dilated once again. The pt had no further complications and reportedly is doing fine.